Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had post reset ram crc alarm. The customer¿s blood glucose level was 150 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were unable to rewind insulin pump. Customer also experience tape not sticking. Troubleshooting was performed. The insulin pump will be returned for analysis.